Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event. It was reported by the consumer that when he is low, he tends to have seizures. The consumer received a result of 80 mg/dl on his blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 130 mg/dl and 33 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.